Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, broken battery tube threads, a cracked belt clip slot, minor scratches on the display window, a cracked case at a display window corner, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads. The insulin pump passed the displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test.

Event description:
It was reported that the customer had physical damage on the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer's blood glucose level has stayed the same for several hours at least. Customer stated that the damage to the reservoir compartment keeps the reservoir from staying in the pump properly and it is being pushed out by the piston. Customer's reservoir will no longer lock into place. Customer stated there cracks and missing case material on the pump. There is damage around the battery cap and battery bay and lip. Customer stated the pump was dropped previously. Insulin pump will need to be replaced due to physical damage. Customer stated that they are high because the reservoir will not lock into the pump. Customer declined troubleshooting high blood glucose levels. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.